Event description:
Issue was noted with 10cm 7 french introducer sheath. Crack in the sheath was discovered when patient was developing a hematoma during the case. The introducer was removed and a new one was put in.